Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil imbedded in my uterus after only 8 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("device expulsion") and haematosalpinx ("other coil was causing my fallopian tube to hemorrhage"). At the time of the report, the embedded device, device expulsion and haematosalpinx outcome was unknown. The reporter considered device expulsion, embedded device and haematosalpinx to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil imbedded in my uterus after only 8 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("device expulsion") and haematosalpinx ("other coil was causing my fallopian tube to hemorrhage"). The patient was treated with surgery (hysterectomy scheduled on march 28). Essure was removed. At the time of the report, the embedded device, device expulsion and haematosalpinx outcome was unknown. The reporter considered device expulsion, embedded device and haematosalpinx to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: action taken with drug and reporter information was added. Surgery added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil imbedded in my uterus after only 8 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("device expulsion") and haematosalpinx ("other coil was causing my fallopian tube to hemorrhage"). At the time of the report, the embedded device, device expulsion and haematosalpinx outcome was unknown. The reporter considered device expulsion, embedded device and haematosalpinx to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.